Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction; pulled vacuum, held vacuum while advancing through the super arrow-flex (saf) sheath which was inserted in the pts' right femoral artery. The "iab became stuck in the saf sheath in the end." The md removed the iab and the sheath. The md requested another iab for insertion. The second iab was inserted successfully. Per the report there was no delay in therapy. There was no reported medical or surgical intervention required. According to the reporter the pt outcome is "ok at the moment, but unstable." Additional info received from the sales rep on 06/01/2010 stated that the pt passed away "later on and the death was not related to the iab." The pt died due to heart failure, per the head rn.